Event description:
Customer reported via phone call to have received a no delivery alarm and had a bent cannula. As a result, customer reported to have been hospitalized on (B)(6) 2015 with blood glucose of over 600 mg/dl. Customer was treated with IV and manual injections. Customer was interested in insulin pump upgrade.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.